Event description:
It was reported during normal f/u software reset was noted. Pt had recent exposure to x-rays and computed tomography. A device image was successfully saved. Tech svs guided rep through reset procedure. The device was reinterrogated with no further alert messages and programmed to prescribed settings. The device remains implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.